Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the cartridge tip contacted the eye, an intraocular lens (iol) was advanced and had a front haptic noted to be bent. Another johnson & johnson lens (same model and diopter) was implanted as a back-up without any complications. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 7/19/2021. Section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and haptic damage on both haptics, and a detached haptic were observed. The complaint issue was confirmed; however, based on the fact that the lens was handle during insertion this issue can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.